Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend associated with this complaint. And failure analysis confirmed, the customer complaint. Based on log review of remotefe and dsp logs, the instrument was found to have 2 homing failures during initialization, error code 22026. The instrument was tested on an in-house system and failed initialization. Failure analysis found the secondary failure of dislodged blade to be related to the customer reported complaint, and showed that the blade was exposed outside of the blade garage 0.105. The instrument likely failed initialization; due to the dislodged blade. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The knife slot tear passed at 0.027. A review of remotefe log showed 1 blade jammed failure. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The cut and energy delivery tests were unable to be performed; due to the cut energy cord. Additional observation not reported by site: the instrument was found to have 1 dislodged ceramic dot. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. That the vessel sealer extend instrument fired once, and then produced a blade exposed error and would not work further. The procedure was completed with a backup instrument. With no reports of patient injury.